Manufacturer narrative:
Concomitant product(s): h601h27 heart ring, implanted: (B)(6) 1996; ddbc3d1 ICD, implanted: (B)(6) 2017. Initial reporter: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance in the superior vena cava (svc) coil. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.